Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: (B)(6)

Event description:
It was reported that there was a malfunction resulting in the device couldnâ¿¿t power up due to the faulty psu. There was no patient involvement.